Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) indicated the pump had been alarming and a motor stall was seen at initial interrogation and the motor stall was active. It was noted that there had been intermittent stalls/recoveries till today ((B)(6) 2019). It was noted that the patient was having the pump replaced soon, but wanted to shut off the pump due to intermittent stalling. The pump off password was provided and the pump was turned off. It was indicated that the hcp was aware of alternative options (minimum rate and stopped pump mode). Additional information received from a manufacturer representative (rep) and confirmed with a hcp indicated pump replacement was scheduled for (B)(6) 2019. It was noted when the device is explanted, there is intent to return. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), product type: catheter. The pump was returned, and analysis found pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication and pump/motor/gear train anomaly/stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that patient's pump was replaced on (B)(6) 2019. The healthcare professional (hcp) replaced the pump and catheter with a new 8637-40 and 8780 catheter. Medication in the new pump was bupivicaine 7.5mg/ml at 3.0mg/day. The pump would be sent back for analysis after it was released. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, (B)(6), image1 (hcp, rep): information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving prialt/ziconotide, 7.5 mcg/ml concentration at 2.998 mcg/day dose and bupivacaine, 13.8mg/ml concentration at 5.517 mg/day dose via intrathecal drug delivery pump for non-malignant pain and failed back syndrome-other. It was reported that motor stall- pump alarm occurred. Cause of event was undetermined. Patient went to the hcp office on (B)(6) 2019 because pump was beeping. Patient was to be scheduled for replacement. Pump log indicated that additional information was received from a manufacturer representative (rep). It was reported that the device was not returned at this time. The pump was sent to the pathology department. The department would call when the device was ready for pick up. It would be sent back to manufacturer at that time for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that replacement surgery had been rescheduled, tentatively for (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving prialt/ziconotide, 7.5 mcg/ml concentration at 2.998 mcg/day dose and bupivacaine, 13.8mg/ml concentration at 5.517 mg/day dose via intrathecal drug delivery pump for non-malignant pain and failed back syndrome-other. It was reported that motor stall- pump alarm occurred. Cause of event was undetermined. Patient went to the hcp office on (B)(6) 2019 because pump was beeping. Patient was to be scheduled for replacement. Pump log indicated that motor stall occurred on (B)(6) 2019 at 18:19, motor stall recovered on (B)(6) 2019 at 15:14, motor stall occurred on (B)(6) 2019 at 1:32, motor stall recovered on (B)(6) 2019 at 03:37, motor stall occurred on (B)(6) 2019 at 13:51, stopped pump period may exceed tube set on (B)(6) 2019 at 13:51, motor stall recovered on (B)(6) 2019 at 22:36 and motor stall occurred on (B)(6) 2019 at 23:28. At the time of this report, the issue had not resolved and patient status was alive-no injury. No further complications were reported.